Event description:
The pt's scs system was explanted on (B)(6) 2011. It was reported the pt felt stimulated all the time. The pt reported trying to shut the stimulation off and not being able to do so. The sjm rep reported that at the pt's last meeting with the physician the pt was not satisfied with the stimulation, and the physician had requested the pt to turn the system off for a month then return for f/u.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.